Event description:
Device was used for a right hemicolectomy, uleo colic anastomosis. The surgery was performed on an elderly pt who had cancer. The surgeon performed the bowel resection. The pt developed abcess in abdominal cavity post-op. The abscess had to be drained percutaneously. Tpn for one month. The surgeon believes the abscess was caused by a leak from the anastomosis.